Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed consistent power consumption above normal operating range leading up to 19-feb-2020. A decrease in power consumption was observed on 19-feb-2020 immediately following a decrease in vad speed setting. A slight increase in power consumption was then observed starting on 23-feb-2020; however, no high watt alarms were logged within the analyzed period. 6 low flow alarms were logged on 19-feb-2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported that the patient was placed on IV anticoagulant and vasodilator and the vad was exchanged. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had "dark purple" urine and experienced anemia with lab values of serum creatinine 1.12, a glomerular filtration rate (gfr) greater than 60 and ldh levels from 377 to 1599 in two days with a peak of 1902.

Event description:
It was further reported that the patient was treated with milrinone intravenously.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. A5a ethnicity, 5b patient race, b5 describe event or problem, b7 relevant history, g2 report source: study, h6 codes clinical signs, symptoms, and conditions (ime) and health impact (imf) were updated. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B2 outcome to adverse event and h6 imf health impact codes were inadvertently omitted. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed consistent power consumption above normal operating range leading up to 19/feb/2020. A decrease in power consumption was observed on 19-feb-2020 immediately following a decrease in vad speed setting. A slight increase in power consumption was then observed starting on 23-feb-2020; however, no high watt alarms were logged within the analyzed period. 6 low flow alarms were logged on 19-feb-2020. Information received from the site indicated that the patient was placed on IV anticoagulant and vasodilator and the vad was exchanged. Additionally, the patient experienced hemolysis, hemoglobinuria, elevated lactate dehydrogenase (ldh) levels, dark purple urine, anemia, and a pump thrombus was suspected. The patient was also treated with milrinone intravenously. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on the available information, the device may have caused or contributed to the reported event. There was no evidence that the patient had a history of thrombus events. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rota tional speed, and/or patient related factors. Possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inapp ropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagul ant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of (B)(6)manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed dimensional verification. Post-explant functional analysis confirmed that pump (B)(6) met pre-implant requirements with power average consumption of 1.96 watts. A power shift condition was observed during functional testing. Given that the pump met specifications prior to release, the power shift condition observed during testing was most likely introduced during use. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. CAPA (B)(4) was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. The reported high power event was confirmed via review of the controller log files which revealed consistent power consumption above normal operating range leading up to 19/feb/2020. A decrease in power consumption was observed on 19/feb/2020 immediately following a decrease in vad speed setting. A slight increase in power consumption was then observed starting on 23/feb/2020; however, no high watt alarms were logged within the analyzed period. 6 low flow alarms were logged on 19/feb/2020. Information received from the site indicated that the patient was placed on IV anticoagulant and vasodilator and the vad was exchanged. Additionally, the patient experienced hemolysis, hemoglobinuria, elevated lactate dehydrogenase (ldh) levels, dark purple urine, anemia, and a pump thrombus was suspected. The patient was also treated with milrinone intravenously. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on the available information, the device may have caused or contributed to the reported event. There was no evidence that the patient had a history of thrombus events. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 429688; 407645 and 6947m55 lead, implanted: (B)(6) 2013. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a planned transcatheter aortic valve replacement (tavr) procedure, the patient received IV anticoagulant bridge and had a subtherapeutic international normalized ratio (inr). After the tavr procedure, a transesophageal echocardiogram (tee) revealed a possible left ventricular (lv) lead thrombus that was not on the pre-tavr tee. During recovery, the patient¿s anticoagulant was up-titrated to therapeutic levels and it was noted that the ventricular assist device (vad) power and flows were elevated. The patient experienced hemolysis, hemoglobinuria, elevated lactate dehydrogenase (ldh) levels, dark urine and a pump thrombus was suspected. The patient was placed on IV anticoagulant and vasodilator. The vad was exchanged and the new vad was implanted into the original sewing ring and the new outflow graft (ofg) was anastomosed to approximately 1-2" of the original ofg. No further patient complications have been reported as a result of this event.